Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported placement signal unreliable issues.

Manufacturer narrative:
Neither data logs nor the product were available for investigation. Since neither data logs nor product were returned for investigation, the cause of the placement signal issue could not be determined.

Event description:
Additional information was received. Nothing was done to resolve the placement signal issue. The patient was not going to be on support for long so hemodynamics were monitored and flows were watched closely. The pump was not available for return and the patient was no longer on support.

Manufacturer narrative:
B5 additional information was received. E1 added zip code extension as it was omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. G2 added selection as it was omitted from the initial report that was submitted. H6 code f24 was entered incorrectly on the initial report that was submitted.